Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed a faulty patient board set caused no image to display. The specific root cause of the faulty patient board set could not be determined at this time. Olympus will continue to monitor field performance for this device.